Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter has not received the device for evaluation. A supplemental MDR will be submitted if the device is returned to baxter for evaluation or service.

Event description:
It was reported that a device alarmed for a system error 322. Any pt involvement, injury, or medical intervention is unknown.